Manufacturer narrative:
Product ID 8709, lot# j11328r04, implanted: 2002 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2014 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, they could not aspirate the catheter during a normal pump replacement the day of report. It was noted, the health care provider (hcp) decided to disconnect and perform a back table prime, reconnected the catheter to the pump, but decided not to re-aspirate. It was stated, the patient was currently recovering and doing fine. The pump was used to deliver lioresal. Additional information reported the patient recovered without permanent impairment.

Event description:
Additional information received reported that the cause of the inability to aspirate the catheter during a pump replacement surgery was ¿uncertain¿. The patient had been without symptom of withdrawal or pump malfunction. Normal x-rays with intact instrumentation. The patient remained asymptomatic.